Event description:
The pt began to feel "sick" and was unable to participate in her normal activities due to increased pain. The pt increased her oral meds and was eventually placed in the hospital. A critical pump alarm was occurring. The pump was interrogated and confirmed that the alarm was due to a motor stall. Numerous stalls and recoveries were noted in the event logs, with two of the stalls also having tube set messages: emi was ruled out. Attempts were made to update the pump, but were unsuccessful. A pump explanted was planned. The device system was used to deliver morphine and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.